Manufacturer narrative:
Updated serial number, product UDI and catalog item identifier.

Event description:
It was reported to philips that not receiving accurate feedback from the CPR sensor accessories.